Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the rewind due to motor high current draw. Unable to perform the displacement test due to the motor anomaly. No motor error alarms were noted. The pump also had a missing end cap sticker and minor scratches on the lcd window.

Event description:
It was reported that customer received a motion sensor test failure alarm. Customer also reports to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.